Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) had an issue advancing. It was pushed down into the vessel at the step, it got stuck and no further advancement was possible. There was no reported patient injury. The patient does not have history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) had an issue advancing. It was pushed down into the vessel at the step, it got stuck and no further advancement was possible. There was no reported patient injury. The patient does not have history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was received separated from the received device; and the procedural sheath was not received for evaluation. The sealant and the advancer tube were found in their manufactured positions and the stopcock was found closed. In addition, the balloon was received fully deflated. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure, and no defects/anomalies were observed. Per functional analysis, a simulated deployment test was performed on the non-sterile device. The shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU), confirming successful sealant deployment. Per microscopic analysis, visual inspection at high magnification showed the slit presence in the outer cartridge of the unit received. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced fully to deploy the sealant during functional analysis. However, it is possible that the issue experienced could have been caused by concomitant device factors (such as a kinked/bent procedural sheath, which was not returned for analysis) and/or handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.